Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Preliminary analysis sent to customer on 02/02/2023: after reviewing the respective episode from (B)(6) 2022 we confirm that the event is related to a (most probable polymorphic) ventricular run. Total length of this run is 4.7 seconds. There are several other episodes in the memory with different morphologies, which makes the assumption of a polymorphic episode more credible after discussion with r&d, it is confirmed that all data that is available in the cso file, is also displayed on the programmer screen. Thus it is not possible to provide more egm on the respective v burst episode in this case the ventricular egm recording is shorter than the atrial egm, which is related to the more complex waveform of the ventricular egm which takes more space in the memory.

Event description:
Reportedly, during patient follow up, a "salve v" is observed in the device memory, however the egm cannot be vizualized correctly because of incomplete data. The physician wants to know if the egm is: 1) related to an artefact; 2) can be retrieved in its gloability device implantation date is unknown.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. H11. Corrected data: g3.3. Date received by manufacturer changed to 15/06/2023 as investigation finished plese refer to the attached analysis report.

Event description:
Reportedly, during patient follow up; a "salve v" is observed in the device memory, however the egm cannot be vizualized correctly because of incomplete data. The physician wants to know if the egm is: 1) related to an artefact; 2) can be retrieved in its gloability patient is hospitalized until our response is provided. Device implantation date is unknown.